Event description:
It was reported that the insulin pump alarmed motor error during bolus. It was reported that the insulin pump excessively alarmed no delivery during basal/bolus/fixed prime. Customer's blood glucose reading was 187 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.